Event description:
It was reported that an implanted Intellis Pro implantable neurostimulator and spinal cord stimulator leads were removed after a de vice site infection at the pocket site that was not healing. The patient reported that the pocket site was not healing and that antibiotics were required, and the patient was prescribed antibiotics. The spinal cord stimulator system (neurostimulator and leads) was explanted due to the infection. The patient reported experiencing pain relief with the spinal cord stimulator prior to explant. The issue was reported as resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.